Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad however moisture was noted to be visible behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no visible damage to the keypad. The up, down, & ok buttons were found to be unresponsive. The keypad was removed and no damage or contamination was found on the button contacts. Unrelated to the complaint, moisture was observed behind the display screen lens. The pump was leak tested and was found to be leaking from a crack in the pump case. The pump was opened and moisture was observed inside the pump including the pump keypad flex.